Manufacturer narrative:
The device received with critical pump error and unable to download due to corroded electronic assemblies. The device received with corroded motor home switch, corroded battery tube and faded serial number label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call critical pump error alarm on the insulin pump. Customer¿s blood glucose level was unknown. Troubleshooting for the critical pump error alarm was performed. Customer received the critical pump error image on the display screen. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.